Manufacturer narrative:
This product is not marketed in the us. Claim# :(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -13.00/3.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.